Event description:
It was reported that the zimmer air dermatome destroys skin. The device rips it as the skin is pulling through while using the size three blade. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 3/26/2002 and was last repaired on (B)(4) 2006. Eval of the device observed that the hose was a non-zimmer hose and had a different adapter attached to it. The hose was nicked and gashed, and the surface material along the leading edge of the head was heavily eroded as well as nicked. The customer returned four width plates with the unit; however, no issues were observed. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left and right side. Additionally, the device failed side to side calibration at this setting. The cause is likely the user not maintaining the device per preventative maintenance and proper handling. The device was serviced and returned to the customer.